Event description:
Patient reported right side infection and "pain, tingling, swelling, numbness, or burning", then "hardening, hard knots or lumps", then capsular contracture baker grade IV. Healthcare professional later reported right baker grade as iii. The device has been explanted and discarded.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/26/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side infection and "pain, tingling, swelling, numbness, or burning", then "hardening, hard knots or lumps", then capsular contracture baker grade IV. Healthcare professional later reported right baker grade as iii. The event of pain is not device related. The device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. With the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. The seals strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of jul 2021 through jun 2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.